Event description:
User facility reported the following: "catheter was removed by by "floor nurse", resistance was met, continued to pull at catheter, stretching same. Catheter snapped and was removed. Upon inspection and comparison with a new catheter, it was noted that the blue tip of the removed catheter was missing". No further info was provided regarding the circumstances surrounding this event.